Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the supplies and resumed insulin delivery. The customer's blood glucose (bg) level was 500 mg/dl with a trace amount of ketones. A correction bolus and insulin injections were used to address the bg level. However, the touchscreen became unresponsive when the resume insulin button was pressed and the pump eventually timed out and insulin delivery was stopped. Tandem technical support reviewed the pump data and no alarms were found that would have led to the suspension of insulin. The customer was to use insulin injections to manage diabetes.